Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an allergic reaction to a material used for the ipg. As a results, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026, wherein the entire system was explanted to address the issue.